Event description:
Additional information: at the completion of the clinical assessment, clinical identified that both the 1a endoleak and the 3b endoleak were from the bifurcated stent graft and not the infrarenal aortic extension as previously reported. The investigation summary for this event will be recorded and documented under 2031527-2018-00971. With this new information, this reported is no longer needed and requesting to have this report 2031527-2018-00967 cancelled.

Manufacturer narrative:
At the completion of the clinical assessment, clinical identified that both the 1a endoleak and the 3b endoleak were from the bifurcated stent graft and not the infrarenal aortic extension as previously reported. The investigation summary for this event will be recorded and documented under 2031527-2018-00971. With this new information, this reported is no longer needed and requesting to have this report 2031527-2018-00967 cancelled.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately three (3) years post initial procedure, a type ia endoleak with growth in the neck (aneurysm enlargement) was detected by CT. The physician plans to reline with an ovation ix device and re-intervention is scheduled for (B)(6) 2019. There have been no additional patient sequelae reported.